Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device delayed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation and the device performed to specification. The device was put through extensive testing without duplicating a fault. The device was recertified and returned to the customer. Review of the device log observe the device turned on with battery only in AED mode. The device recorded battery calibration required message with the connected battery. The log also observed all shock events charge times are within device specification. The battery calibration required message can prevent the battery from reporting its correct state of charge. The returned battery does not appear to be the battery used during the event. It's noteworthy to mention; the x series operator's guide; guidelines for maintaining peak battery performance states: always carry at least one fully charged spare battery. If no other source of backup power is available, two spare batteries are advisable. Rotate spare batteries routinely. The charge level gradually diminishes in a battery after it is removed from the charger even if it is not used. Analysis of reports of this type has not identified an increase in trend.